Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. (B)(6) rn ccl mgr. Calls to report a cardiosave that had alarmed ¿fo module failure¿ after inserting a fo iab into in the ccl. She states the pump operated as expected and they have changed out already to another cardiosave, and it is working as expected with the sensation plus iab connected and fo ap obtained. Patient was involved. No harm.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, found that the fiber optic is not giving an output checked cable and checked board. The fse replaced fiber optic assembly, the issue was resolved and the unit passed all functional and safety test in accordance with the factory specifications. The unit was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, d9, g2, g3, g6, h2, h3, h6, (type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) generated a "fiber optic (fo) module failure" alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer observed the alarm after inserting a fiber-optic iab into the cardiac catheterization laboratory (ccl). The customer stated that the pump continued to operate as expected; however, the device was replaced with another cardiosave unit as a precaution. The replacement unit is functioning as expected with a sensation plus iab connected and fiber-optic arterial pressure (fo ap) successfully obtained. The customer requested that the affected cardiosave unit be repaired as soon as possible and also requested that their local representative contact them to obtain arterial pressure (ap) cables from their transducers to the cardiosave pigtail.